Manufacturer narrative:
Additional narrative: additional patient identifier: (B)(6). 510k: this report is for an unknown torque adapter quick coupling/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the screwdriver piece did not fit in the torque adapter, the quick coupling is faulty. It was possible to connect to do the torque for the locking 3.5mm screws, using excessive force. The patient was not affected. The surgery was completed successfully without any surgical delay. Patient outcome is reported as stable. This report is for one (1) unknown torque adapter quick coupling. This is report 2 of 2 for complaint (B)(4).